Manufacturer narrative:
Section d10 and h3: the pump remains in use supporting the patient, however, a portion of the external driveline was returned for evaluation. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module and batteries. It should be noted that it was reported that the patient was supported by an ungrounded patient cable. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. The following was reported via the field service report (fsr): there¿s a damage on the silicone jacket approximately 5 inches away from the dl outlet of the patient body. Wear and tear can be seen on the shield under the damage silicon jacket section. But no physical damage on the phase wire among the splice section. The reported damage to the outer silicone jacket of the driveline could not be confirmed through the evaluation of the returned portion of driveline. Approximately 14.25¿ of the distal portion of the patient's driveline (dl) was replaced on (B)(6) 2020. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on hmii lvas, serial number (B)(6), and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The hmii lvas instructions for use (IFU) and patient handbook address all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. Information regarding driveline care can also be found in both of these documents. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No further alarms occurred following the driveline repair. The patient was discharged in stable condition and was to be closely monitored for alarms.

Manufacturer narrative:
Short to shield issue since (B)(6) 2019 was captured under MFR # 2916596-2020-04681. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump had pump stop and low speed alarms on (B)(6) 2020. Patient's device had short to shield issue since (B)(6) 2019 and had been using a modified cable since. Log file showed 10 pump stops, 4 low speed advisories on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. Since the patient was using an ungrounded cable, the known short to shield issue progressed to a phase to phase short. Therefore, the pump stops and low speeds can occur on both power sources. There were no other unusual events recorded in the log file history. The alarms lasted a few seconds each and the patient was asymptomatic. Abdomen x-ray showed thinning at the internal driveline and the external driveline, a short distance away from the pocket controller. Driveline repair was performed on (B)(6) 2020. No further information was provided.